Manufacturer narrative:
The device is not available for analysis.

Event description:
Per the clinic, the patient experienced an infection at the implant site which could not be treated with antibiotics as well as a cholesteatoma. Subsequently the device was explanted on (B)(6) 2014. The patient was re-implanted with a new device on (B)(6) 2014. The device is not available for analysis.